Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, during on-site visit additionally air pressure alarm and too much air pressure at the air module (more than 6 bars) were noticed. Nozzle unit on air gas module was found defective. Nozzle units on both gas module were replaced to solve the issues. According to the manufacturer's guidelines, the preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The device was manufactured in september 2024, which confirms that nozzle units are less than one year old. Review of the provided device's logs confirmed occurrence of the reported issue. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit. The correction of fields b3 date of event and h6 adverse event problem - health effect - impact code was required. This is based on the internal evaluation. #b3 date of event: previous date of event: 05/27/2025. Corrected date of event: 05/21/2025. #h6 adverse event problem - health effect - impact code. Previous adverse event problem - health effect - impact code: no patient involvement///2645 corrected adverse event problem - health effect - impact code: no health consequences or impact///2199.